Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. An 8.0mmx20mmx135cm (4f) sterling balloon catheter was selected for use in an endovascular treatment. During the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured from a pinhole near the center. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.